Event description:
The customer stated that she was taken to the emergency room due to a low blood glucose reading of 18 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. However, there was a bolus in the history that the customer did not remember taking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.